Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician gained access to the patient and then inserted the versacross connect wire and the was. The devices were being positioned to perform the transseptal puncture when it was discovered that there was a thrombus present on the devices. The was and versacross were removed from the patient, wiped down and re-flushed. The patent was given additional heparin, and the procedure was continued. The procedure was then successfully completed with the closure device implanted in the laa of the patient. No complications were reported to have occurred as a result of this event.